Event description:
A revision surgery was performed approximately six months after the initial surgery to address component breakage within a posterior pedicle screw construct. All device components were replaced.

Manufacturer narrative:
The explanted devices were not returned to lanx for further investigation.